Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Estimated blood loss was 300cc's. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is a sample available for evaluation.

Manufacturer narrative:
(B)(4).